Event description:
It was reported that the patient had high impedance on diagnostics. The patient's parameters were turned down and patient is being monitored. No further information is available at this time. Attempts for further information have been unsuccessful to date.